Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing audio alert, not able to hear the application alerts. The customer reported no adverse event. The event involved product(s) mmt-8201. Troubleshooting was not performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-8201.

Manufacturer narrative:
An attempt to reproduce the reported event was conducted using guardian app ver. 1.6.0 on the samsung s24, android 16, device with transmitter. We were unable to reproduce the issue during testing. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that looks like alerts was snoozed. Provided logs contain information from march 11 to march 13, 2026: volume level for all of them was almost 100, so they should be heard by the user. Also, for this period of time user changed alert settings 14 times volume level, low sg threshold and time before for predictive alerts were changed, but seems all values were in expected ranges. However, some alerts were snoozed during the settings changes, so I guess user expected new alerts after the alert settings changes but the alerts were already snoozed so new alerts were not generated: app behaved as expected, there are no issues in the app logs. Issue was unknown. Recommendation: please ask the customer to wait ending of snooze off the alert. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.